Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had to recharge more often since having their new implantable neurostimulator (ins) implanted. The patient noted that their new implant was a different model than their old implant. The patient was told to follow up with their doctor regarding these issues. No symptoms or further complications reported.